Event description:
This case was reported by a consumer and described the occurrence of sickness in a (B)(6), female, patient, who received super poligrip free denture adhesive cream (B)(4) and super poligrip (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip. At an unknown time after starting super poligrip, the patient experienced sickness, blood zinc increased, difficulty standing, numbness in hand, leg numbness, anemia and neuropathy. This case was assessed as medically serious by gsk. The patient was treated with pregabalin (lyrica). Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. The patient recently used super poligrip free denture adhesive and used other unknown variants of super poligrip denture adhesive creams in the past. The patient first began using super poligrip denture adhesive approximately 6 years prior to report date. She stated that her symptoms began approximately 3 years prior to report date. In 2005, the consumer was diagnosed with anemia and the symptom resolved after approximately 1 year. She was diagnosed with neuropathy in (B)(6) 2006, and used a wheelchair from 2006 to the early part of 2008 due to the numbness in her legs and inability to stand. The consumer is still suffering from numbness in her hands and legs, however, she is no longer in need of a wheelchair and has regained some use of her legs and hands. The consumer discontinued use of super poligrip approximately 3 days prior to report date. She had a blood test completed 1 week prior to report date which showed elevated blood zinc levels. At time of reporting, the symptoms of being sick, elevated zinc levels, numbness in hands and legs, and neuropathy continue. Super poligrip is manufactured in (B)(4). The lot number for unknown variants of super poligrip is known while the lot number super poligrip free is known. It is unknown whether the product(s) will be returned for quality assurance testing. (B)(4).

Manufacturer narrative:
Additional lot number unknown.